Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 30-oct-2017, and the system was installed at the facility's site in july 2018. A review of subject device risk files ((B)(4)) revealed the risk of high voltage power supply error leading to inadequate treatment which may require re-operation/prolonged procedure as a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. In this specific case the hvps failure led to a cancelled procedure. Since this malfunction led to a cancelled procedure, this represents an FDA reportable event. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus, in an abundance of caution, lumenis is reporting this malfunction. The failed power supply is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A foreign user facility reported that during a procedure in which a lumenis pulse 100 was to be utilized, during the system's self test, the test of the hvps (power supply # 2) failed and an loud noise was heard coming from the laser. The laser subsequently turned off. Upon turning the laser back on, the laser would start its self test again, and once reaching the power supply #2 test it would fail. As there was no alternate device to complete the procedure, the patient was awakened from anesthesia. No report of injury was received, nor did the malfunction cause or contribute to any change in the patient's status.

Manufacturer narrative:
*** Additional information 27-mar-2019 *** the hvps was returned to lumenis and analyzed by a lumenis technical expert. The cause of the reported issue was found to be a failure in the igbt driver. The igbt driver failure was attributed to an internal short in the driver itself. The igbt was sent to the manufacturer for further investigation. The manufacturer investigated the igbt driver and concluded that: > no soldering / manufacturing irregularities where found which could have led to the failure > the problem was most probably due to a faulty capacitor which was not detected during manufacturing and final testing. A two year historical review of similar complaints revealed that the same malfunction of "hvps failure" prior to or during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury.